Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh exposure, recurrence of a bulge, difficulty emptying bladder, difficulty with defecation, dyspareunia, stress urinary incontinence, slow urine stream, urinary frequency, right flank pain, mild rectocele, palpation of mesh and discomfort with palpation. An excision of the mesh and repair of the rectocele were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.